Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  Physio replaced unrelated parts and proper device operation was then observed through functional and performance testing.  The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that following a patient event, during a device evaluation, the device display appeared blank and the device did not indicate any sounds that it was booting normally.  This was post event and there was no patient use associated.